Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. These two events are reported in manufacturer report # 3005099803-2011-03466 and 3005099803-2011-03467. It was reported to boston scientific corporation that two jagwire guidewires were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complainant, during the procedure the guidewires were unable to be inserted into a tandem xl cannula and the tip of each guidewire detached. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although, the exact patient age is unknown, the patient is over 18 years old. (B)(4) for the reported event of tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.